Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit. (B)(4) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that there was a flow of 0.5 lpm during therapy. The pads were disconnected and reconnected and the flow remained low. Therapy was interrupted in order to put the patient onto a different arctic sun 2000 model. When therapy was resumed, on the second device, the flow rate was then at 0.0 lpm. Therapy was interrupted in order to put a new set of pads on the patient. Therapy was resumed with the new set of pads and the flow increased to 1.9-2.0 lpm. The water temperature was at 40c.